Event description:
It was reported that the uv disconnect cap became disconnected from the spike of the port of the uv flash transfer set. No patient injury or medical intervention was reported as a result of this event. No additional information is available.this is report 2 of 2 for this event.

Manufacturer narrative:
(B)(4). As a sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).